Event description:
It was reported that the right ventricular lead had t-wave oversensing (twos). No intervention has been performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224drg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).